Event description:
Allergan received a faxed product field note (pfn) from the surgeon's office reporting "port ii appears to leak from the back of port at [illegible]." Only limited information was provided and a follow-up is in progress with the surgeon. The device return is pending at this time.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant and explant dates has been requested.